Event description:
It was reported that the patient received inappropriate therapy due to noise. Patient presented in-hospital and device was interrogated. Noise was confirmed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 7.6cm to 7.8cm from the connector pin. The re- coil was exposed. The abrasi- on found is consistent with friction to the ICD can. This damage could produce the reported noise.